Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarm, which were found during evaluation and was confirmed. Evaluation found a failing upstream sensor to be the cause. The failed upstream sensor was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device constantly displayed the upstream occlusion message. There was no patient involvement.